Event description:
A medtronic rep reported an event found during a literature review of 2 related articles. "Despite the use of both CT navigation and real-time emg stimulation, 10 of 212 screws were deemed to be suboptimally positioned on post-ps placement imaging... One screw breached the pedicle's inferior cortex without producing an nim [neural integrity monitor) signal; consistent with this, there was no post-operative radicular deficit or pain related to the breath." The possibility of harm arises from author's opinion that inferior side breaches have more potential for harm. This pt is an unidentified pt in the cohort (experimental) group, age range 22-76. This group had spinal fusion surgeries between (B)(6) 2007 and (B)(6) 2009. The same pt is mentioned in the second article wood 2011. He/she is in group 1 - non-o-arm, p. E3, "the exception was 1 pedicle screw in a pt from group 1 that breached the inferior cortex of the pedicle, with evidence of exposed screw threads in the neural foramen on postoperative CT, but without production of an emg response intraoperatively and without clinical evidence of neurologic impingement."

Manufacturer narrative:
Medtronic is unable to complete a software evaluation due to insufficient information. Manufacturer is unable to determine root cause since the event was recorded through a journal article and no further information was available.

Manufacturer narrative:
Wood mj, mannion rj: "improving accuracy and reducing radiation exposure in minimally invasive lumbar interbody fusion" j neurosurg spine 12:533-539, 2010; wood mj, mannion rj: "a comparison of CT-based navigation techniques for minimally invasive lumbar pedicle screw placement" j spinal disord tech 24, 1:e1-e5,2011. No info has been received from the authors for eval. While the studies indicate that other screws were suboptimally placed, the other pts are not considered complaints because the authors indicate satisfaction with navigation as reducing chances of malpositions; and malpositions in lateral or superior directions are not reported as authors consider them of "very low risk of causing neural injury," p.536; and "2 overly long sacral screws" are cited as reasons for two of malpositions, p.538.